Event description:
Pt has a tracheostomy and is ventilator dependent. On 5/11/96 the pt needed suctioning and the rn was unable to detach the ventilation adapter from the trach tube. The plastic swivel sleeve of the trach was anchored into the ventilator and it was impossible to disengage the two. This necessitated an emergency trach change on the pt. There was no change in status of the pt. When the trach did come apart, the swivel sleeve remained stuck in the vent and could only be removed by prying it out with hemostats.